Event description:
A home pt (hp) reported a drain bag leak which occurred during apd therapy. During the course of this conversation, the hp referenced having previous infections. Follow up with the hp's rn revealed the home pt (hp) has experienced multiple incidents of peritonitis since coming to this dialysis clinic in 2002. The rn reported the hp is non-compliant with aseptic technique and apd therapy procedures. The hp frequently disconnects the pt line of their homechoice set from their transfer set during the dwell cycles of their apd therapy and does not utilize the proper disposables. Rn stated the hp does not attend their monthly clinic visits as scheduled and they typically present in the emergency room with abdominal pain. The hp has been hospitalized for acute peritionitis 4 times in 2003. Rn reported the pt has been treated with IV vancomycin (strength and dose unk). The hp has been reinstructed on proper apd procedures numerous times by the rn, however, rn stated the hp remains non-compliant. Rn reported the hp was transferred to hemodialysis 2 months later as a result of a hypocalcemic episode, unrelated to baxter product. Per rn, the hp anticipates having their peritoneal dialysis catheter removed within a few weeks.